Event description:
On (B)(6) 2010, encompass tss was contacted by (B)(6) by telephone with a concern of soiled to covers in their ICU unit pertaining to the accumax quantum complete low air loss mattresses. The concern was that fluids may be entering the top layer of fabric which could cause an infection control issue. Note: this is a low air loss mattress intended to allow maximum air flow for diaphoretic patients. The owner's manual and cleaning instruction sheet both state in addition to daily disinfectant wipe downs, periodic washings will be required depending on the condition of the top sheet. We recommend quarterly washings or more in cases of heavy or unusual saturation.

Manufacturer narrative:
Owner 's manuals were delivered to the hospital with the product. The etss representative was on site for delivery and helped with installation. In-services were performed for hospital staff after the initial purchase on how to use and care for product. Hospital contacted etss on (B)(6) 2010 with the same claim. On good faith, we shipped them 2 free covers and sent them the cleaning instructions again. In (B)(6), they said they had more covers that needed replacement. Twelve more were sent at no charge and cleaning guidelines were sent yet again. Our representative went to the facility on (B)(6) and removed and laundered the covers on site for them. The covers are not torn and are still serviceable. On (B)(6), our representative met with the housekeeping director, the ICU director, the director of pt services, the director of nursing and the shift manager to answer questions and help them create a cleaning and care protocol. The facility will purchase any other replacement covers needed.